Manufacturer narrative:
Additional information: concomitant device 510ks: k071071, k041106.

Event description:
It was reported the patient underwent a revision left tkr for unspecified reasons.

Event description:
It was reported that the patient underwent a second revision surgery of the left knee on (B)(6) 2017 due to pain and loosening of her femoral and tibial components. During the revision surgery a massive amount of fluid was found. The femoral component was grossly loose, and the tibial component was found to be well fixed, but easy to remove. A complete synovectomy was performed. All the components were explanted during the procedure. The primary left knee surgery was performed on (B)(6) 2010 and the first revision surgery was performed on (B)(6) 2015.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. From a lab analysis conducted during this investigation, it is concluded that the femoral component showed wear and damage on articular surface, cement adhesion on bone/implant surface interface, and gap between l wedge and femoral component. Tibial insert showed wear on articular surface and damage on inferior surface. The tibial baseplate showed damage on the anterior surface and polished surface. A clinical analysis concluded the reported indication of trauma, radiological findings (lucencies, patellar subluxation and button disassociation) approximately 1 year prior to the 1st revision along with delayed surgical intervention are all likely contributing factors to the reported 1st revision. There was no supporting documentation was provided regarding the 2nd revision; however, the noted gap between the l wedge and the femoral component along with the patchy cement/bone adhesion on both the tibial and femoral components could have been contributing factors. The patient impact beyond the revision surgeries cannot be determined. No further medical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no additional complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed.